Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft along with other non-mdt stent grafts were implanted in the patient for the endovascular treatment of a 60mm aaa. Approximately 27 months post procedure, it was reported the patient presented emergently, the implanted endurant devices remained intact, however, a type iii endoleak was observed- loss of seal with the non mdt stent. Intervention was performed the same day where an additional endurant etlw1616c124e was added along with 5x non-mdt devices to extend the overlap. Per the physician, the cause of the event was due to disease progression and not enough overlap between the implanted stents. No additional clinical sequalae were reported and the patient is fine.